Event description:
Upon scheduled follow-up visit on (B)(6) 2009, the ICD involved in this MDR report was interrogated through telemetry. The technician observed that some data displayed by the programmer were abnormally high (5120 atrial arrhythmia episodes, number of therapies (1024 atp, 4096 shocks)) and were inconsistent with the rest of the memory content (only one shock was actually delivered, reportedly).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.